Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's family stated that the patient had frequent urination, urgent urination, urinary incontinence before the surgery. There was dislodgement and poor adjustment after the surgery. A complete set of equipment has been explanted in the hospital in 2021.